Event description:
Four days after initation of iab therapy blood was note in the tubing. The iab was removed and not replaced due to the pt's improved condition. The pt had known calcification. Iab was cut at the shaft, however the membrane portion was intact for evaluation.